Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the o ring was missing and insulin pump received failed battery alarm. The customer's blood glucose level was 299 mg/dl at the time of incident. It was reported that the customer declined troubleshoot for high blood glucose. The customer will not return insulin pump for analysis.